Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was attempting to change out the infusion set and the keypads on the insulin pump were not responding. Customer¿s blood glucose was 144 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.